Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was located in the tubing. The blood glucose level is high and the patient was treated with correction injection via multiple daily injection(mdi). No further information available.